Event description:
The user facility reports the employee is fine and has no sustaining injuries.

Event description:
The facility reported that a transfer cart came off of the track at the bottom of a steam sterilizer while the cart was being placed into the sterilizer. When the facility employee lifted the cart with a gloved hand, the cart shifted to the opposite side, pinning her other hand, which was ungloved, between the cart and the sterilizer. The employee was treated for second degree burns in the facility¿s emergency room

Manufacturer narrative:
A steris service technician visited the facility and found that the transfer cart did not line up with the track in the sterilizer. The transfer cart was adjusted to fit the sterilizer and was tested on four (4) sterilizers at the facility. After adjustment, the cart worked smoothly with each sterilizer. A steris clinical educator provided three days of in-service training on the use of the sterilizers and transfer carts to the staff in 2009.